Manufacturer narrative:
(B)(4). It was reported that the patient experienced a nagging pain and cloudy effluent as a result of the peritonitis. On the same day, the patient was treated with a leading dose of 750mg zinacef, followed by 375mg four times daily. The following day, the hp was given 500mg ciproxin two times daily. The ciproxin was given for about two weeks. After the two week period, a loading dose of 750mg ceftazidime was given. This was followed by 192.5mg ceftazidime three times daily, for the peritonitis. Therapy was ongoing. It was unknown if the patient recovered from the peritonitis. At the time of this report, the hp's recovery is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced pseudomonas peritonitis coincident with therapy for peritoneal dialysis (pd). It was also reported that a small leak was noticed at the seals of the patient's pd solution bags. It was unknown if the patient was hospitalized for the peritonitis and treatment information was not provided. Action taken with the pd therapy was not reported. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.